Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: posiflush -xs/sf. Device failure: stopper separation.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush stopper separated from plunger. The following information was provided by the initial reporter: while performing the procedure of attaching the patient c.v. For the permanent left jugular, using the prefilled syringe ¿bd poliflush 10 ml ¿useful for performing cvc flushing before of connection to the lines of the artificial kidney, the latter has ruptured (the plunger dislodged, detaching from the black), no longer allowing its use. This is not the first time that such an episode has happened. Also in other cases, although the plunger does not dislodge sometimes blood flows from the same.